Event description:
It was reported that surgery was performed for an umbilical hernia in the upper abdomen in early 2007 with a bard composix kugel hernia patch. Four months after surgery, pt experienced wound-healing impairment. There was no sign of germs, the wound was vacuum sealed, at first the wound started to heal. After three more weeks, new signs of infection (now evidence of mrse). The mesh was removed in the hospital. The mesh was discarded.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or add'l info becomes available.